Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced acute stent thrombosis, vessel dissection, and plaque shift. (B)(6) 2012 - the patient presented with unstable angina and myocardial infarction. The 100% stenosed target lesion was 10 mm long with a reference vessel diameter of 4.0 mm, located in the proximal left anterior descending (lad) artery. The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 12mm promus element (pe) plus stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%. Later that same day, the patient developed recurrent chest pain and st segment elevations. Patient was taken back to the cath lab and angiography was performed which revealed total occlusion of the previously placed pe plus stent with timi 1 flow. The physician advanced a 4.5 x15mm apex balloon over an unspecified wire into the previously placed pe plus stent and performed inflation. Resumption of flow within the vessel was noted; however, the physician noted an area of haziness, presumed to be a dissection was noted proximal to the previously placed pe plus stent. A 4.0 x 8mm promus stent was deployed, overlapping with the previously placed pe plus stent and was post-dilated using the stent deployment system balloon. At this time a piece of plaque shifted into the ostium of the diagonal, which arose from the side branch of the originally placed pe plus stent. An emerge balloon was used to treat the plaque shift in the ostium of the vessel with excellent angiographic results. Timi3flow was noted within the diagonal branch and timi 2-3 flow in the lad. The event was considered recovered/resolved. The patient was discharged the three days later on aspirin and clopidogrel.

Event description:
Same case as MDR ID # 2134265-2013-01793. It was further reported that the unknown balloon catheter used for predilation in the initial procedure was a 2.0 x 15mm emerge balloon. It was also reported the unknown balloon catheter used for post dilation during the initial procedure was a 4.0 x 8mm quantum apex balloon catheter. During the second procedure, it was further reported the balloon catheter used to treat the plaque shift was a 2.75 x 8mm emerge.

Manufacturer narrative:
(B)(4).